Event description:
The device was returned due to the power-on switch not working properly and the device not detecting the cassette. The results of the investigation found that the device's downstream occlusion (dso) sensor was defective. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a defective downstream occlusion (dso) sensor was found. The upstream occlusion (uso) sensor was also found to be not sitting flush with the chassis. The customer's problem was replicated. The dso sensor, uso sensor and seal were replaced to fix the issue.